Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Six (6) attempts have been made by three (3) phone and three (3) mails to obtain; patient treatment settings, patient information, patient photos. No information has been provided by the user facility. A lumenis service engineer evaluated the device and performed a service handpiece calibration on the 805 handpiece. The system turned on with no issues. Cleaned all optics and replace particle and di filters. Calibrated system and tested output energy at low, mid, and high energy. All tested within specifications. Checked all safety circuits for proper operation, all tested good. The system meets all factory specifications and is ready for use. Customer also used the machine after I have completed the calibration with no issue. Malfunction is not the suspected cause of the adverse event. No incident forms were sent to lumenis, thus clinical evaluation wasn't performed. While the information received to date does not confirm that a serious injury occurred nor a malfunction, because of the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event in an abundance of caution. The root cause of the adverse event is not clear. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to an unknown body part following treatment with a lumenis lightsheer infinity laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.